Event description:
It was reported that following an uneventful stent deployment in a proximal rca lesion, the pt became hemodynamically unstable. The pt's condition continued to deteriorate, requiring medical intervention, (insertion of an iabp), advanced cardiac life support and a pericardiocentesis. It was discovered that the left ventricle ruptured (an emergent thoractomy was performed in the cath lab when the pt became asystolic), reportedly from an old mi the pt suffered. The physician reported that the stent location (rca-inferior myocardium) did not correlate with the left ventricular rupture site. The pt expired in the cath lab after life saving measures failed.